Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A partial UDI is being reported because the lot number was not provided. There was no reported device malfunction and the product was not returned. Death is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue.

Event description:
It was reported that on (B)(6) 2015 a 3.0x23mm xience xpedition stent was implanted in the mid left anterior descending coronary artery. Before the one-year follow up, the patient expired at another hospital. Cause of death is unknown. No additional information was provided.